Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing which included full functionality, stress testing, testing with full, low, and depleted batteries, in addition to an external power supply that can regulate voltages to assess the device for the ability to display power warnings appropriately without duplicating the report. Review of the device activity log indicated the end user did not respond to the low power warnings on numerous occasions when prompted. The device prompted low battery and replace battery warning messages. This indicates the battery is depleted and shutdown is imminent, the battery should be replaced immediately to avoid delay in therapy. The log indicated the device was not connected to ac when the automatic tests were performed. The investigation also yielded that the device failed daily self test several times leading up to the event primarily because the device was not plugged into ac and the battery was depleted. It's also important to note the device would have displayed a red x on the status indicator when it failed the self test no trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.